Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse reran patient samples from the time frame when the discordant result was obtained, and all resulted as expected. The fse then ran calibration and quality controls, all of which were within range. The cause of the discordant, falsely elevated calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was redrawn, and the new sample resulted lower. The initial sample was rerun on the same instrument and an alternate instrument, and the results matched the lower result and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.